Event description:
It was reported that in the ICU rn, one day after the catheter was placed in the patient's subclavian, one of the lumens was found blocked. As a result, the catheter was removed and replaced with a new one. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.